Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the jejunum to treat a duodenal obstruction during a gastrojejunostomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the stent's first flange was deployed with some resistance, the first flange failed to expand. While the physician was removing the delivery system from the scope, the inner shaft broke near the tip, and the second flange of the stent accidentally deployed inside the working channel of the scope. The physician removed the scope, and a duodenal stent was placed using another scope to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.